Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high and low blood glucose values. Customer¿s blood glucose values were 600mg/dl and took boluses and additional corrections. Customer also had blood glucose values were 104mg/dl, 69mg/dl, 63mg/dl and then it was 45mg/dl. Customer had 30g carbs in the sandwich with peanut butter and jelly. Customer was about to take some glucose tablets and went to make a sandwich and she was in the range of 40mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Unit was programmed with test minilink transmitter and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No cal error alert noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.